Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. As no samples were returned, a product evaluation could not be completed. The reported issue may have been caused by high adhesion. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. A relationship between the event and the device cannot be confirmed. We have not been able to identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reporting that during use, and once the opsite flexigrid 6x7cm was placed over the wound the second backing would not have peeled off without taking the entire dressing; there is no information of how the procedure was completed nor if the incident caused any delay. No patient injury or other complications were reported.